Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy and recorded a high voltage detected during charging fault message during a pain procedure involving the use radiofrequency (rf) technology. It was noted that a magnet was placed over the device during the procedure, however, it was questioned if the magnet was in the proper position. Available information indicates that this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the fault message was able to be cleared and two manual capacitor reformations were completed. Normal battery function and appropriate longevity was noted. Monitoring will be continued.